Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery. The caller did not know what led up to the alarm. The caller reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer did not know the blood glucose reading. The customer later called and stated that he noticed that the alarm was occurring more frequently on this insulin pump. He reported that he noticed more frequent no delivery alarms when the reservoir icon reached its last line of volume. He stated that he had not checked for scar tissue but believed that his insertion area appeared to be clean of scar tissue. He was advised to call when the issue occurred in order to troubleshoot properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.